Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that for the last couple months they have not been able to charge their implant. Caller stated that when they try to charge the implant, they see no device found. Caller added that they have tried going through the passive recharge mode multiple times, and the numbers will get up to 100 but it still doesn't work. Caller noted that the recharger paddle has been getting hot or warm for the past couple of times they've tried to charge, but they don't remember if it ever got warm before. Agent had caller connect the recharger to the controller and place the antenna over the relay box. Caller entered passive recharge mode and saw 98-98-98. Caller raised the antenna away from the box and saw 78-78-100. Caller stated they have almost run the controller battery completely down going through passive recharge mode without getting connected. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent sent email to prs to request ID card. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755], [(B)(6)], revealed. Analysis found: found no issues with finding or charging and no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.